Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire insulation at the yaw pulley location. There was not material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn on fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation did not show damage.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument was inoperable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 05-aug-2024: the cable was defective.